Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under her breasts. The irritation was described as "a little rash which is itchy" and as bleeding. The right side was reportedly more irritated than the left side. The patient's cardiologist advised the patient to remove the vest until the rash improves. Follow-up indicated that the patient's skin was still red but not as red as before and "little better".